Event description:
It was reported that the core saber drill ran while in safe mode during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the core saber drill ran while in safe mode during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During the device evaluation, the reported event could not be duplicated. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure.